Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician was unable to advance the cat6 through a stent within the patient, despite using a guidewire; consequently, the cat6 became smashed. The cat6 was therefore removed, and the procedure was continued using a new catheter. There was no report of an adverse effect to the patient.